Manufacturer narrative:
Interrogation of the pump determined it was used to infuse saline 500.0 mcg/ml at 2.99 mcg/day. The pump was returned for analysis. Analysis identified a low battery reset had occurred with an undetermined cause. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a manufacturer representative regarding an implantable intrathecal pump. The indication for use was intractable spasticity and cerebral palsy. The pump was returned to the manufacturer without a complaint. No patient symptoms or complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.